Manufacturer narrative:
This report is filed january 21, 2016.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced healing issues at the implant site as well extrusion of the device. Subsequently on (B)(6) 2015, the device was explanted.